Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated atrial undersensing information possible due to small p-wave amplitudes observed on stored electrograms. (B)(4).

Event description:
It was reported that upon interrogation two episodes of intermittent undersensing were observed on the atrial lead during atrial tachycardia/atrial fibrillation several months prior. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.